Manufacturer narrative:
(B)(4). Investigation summary: the handpiece was received with the nose cone cracked. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. This issue does not affect handpiece performance. The handpiece was connected to a test device and tested on a gen11. The device was functional and worked as intended. No temperature issues were noted at any time during testing. The instrument was disassembled to inspect the internal components and no anomalies were found. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the procedure that the handpiece works intermittently. No patient consequences. Spare handpiece used to complete the case.